Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According the reporter, during a laparoscopic hepatectomy procedure, when the surgeon squeezed the handle the stapler did not fire. They took another reload to complete the case. There was no patient injury noted during this event.